Event description:
It was reported that a cuff miss occurred during attempted suture placement in a common femoral artery using the preclose technique prior to an iliac stenting interventional procedure. The arteriotomy was 6f and the vessel was mildly calcified. A second proglide device was used for successful suture placement. The iliac stenting procedure was completed using a 12f sheath. Hemostasis was achieved using a second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.